Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the suction channel buckled, the segment disconnected segment clip, the angle wire play, the bending rubber leaky, the insertion flexible tube (ift) leaky, the ocular leaky, the lg supply tube leaky, the lcb distal cover glass dirty, the air/water nozzle loosened, the lg prong top loosened, and the segment hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).